Manufacturer narrative:
No unexpected button error alarms were noted. The insulin pump had intermittent response from the easy bolus button due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that she had been playing volleyball and was sweating while wearing the insulin pump. She was unable to clear the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.